Event description:
It was reported that bd nexiva single port leaked at the luer/vent plug adaptor connection. The following information was provided by the initial reporter: I am a clinical specialist with bd canada and today while several of our consultants were inservicing hospital staff the nexiva sp catheter was being demonstrated on a dummy arm and appropriate steps were followed in preparing the device to be inserted. Over 10 times there was found to be leaking of the dye out of the hub/past the vent plug which had been loosened and then secured. Most of us have inserviced this device for over 10 years and found this to be happening just this week for the first time in all of our years inservicing the product. Patient impact: none as these were used on a demonstration arm only impact to the user: leaking of dye so clean up of a mess that is unnecessary.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383512 and lot number 3298975. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.